Event description:
It was reported that during an arteriovenous (av) fistulagram a balloon rupture and balloon detachment occurred. Access was gained through the av graft. The greater than 70% stenosed lesion being treated was located in the moderately calcified upper arm fistula, between the brachial artery and basilic vein. The 8.0x60/80 sterling over the wire balloon catheter was advanced to the target lesion when the balloon ruptured at 10 atm on the initial inflation. It was after the rupture when it was noted that the distal 2/3 portion of the balloon had detached from the shaft. The physician attempted to snare, but was unsuccessful and the balloon remains inside the patient. The procedure was completed with 2 unspecified covered stents. There were no further patient complications reported and the patient status ok.

Manufacturer narrative:
(B)(6). Device (B)(4) and (B)(4) relate to component (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).